Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the dust/debris found inside the graphics processing unit (gpu) caused the reported error (e116). Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center indicating, prior to procedure, the visera 4k uhd camera control unit exhibited communication error e116. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.